Event description:
It was reported that the patient presented in clinic. Device interrogation revealed an alert that the right ventricular lead had high defibrillation impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.